Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet while the sensor was concurrently paired to the dexcom mobile app, resulting in a pairing failure to the pump; troubleshooting included the bluetooth toggle, reentry of the pairing code, and disabling bluetooth on the phone, after which the pump began receiving glucose readings. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and successful restoration of cgm data on the pump. User support included technical troubleshooting and user guidance to resolve a communication pairing issue. Investigation of this case revealed a communication and data transfer issue related to cgm-pump pairing, which was resolved through standard reconnection steps and device settings adjustments. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction leading to a temporary communication conflict, resolved by standard troubleshooting.